Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an estimated replacement indicator (eri) message on the screen. Three days before the battery was replaced, the pt had a pocket revision. The hcp stated the pt reported no problems and was doing "well."